Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level displayed as "high", specific value was not provided. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.